Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing four days post implant, resulting in delivery of an inappropriate shock. Review of the stored episode noted a sawtooth pattern. Technical services (ts) discussed the potential of air entrapment and discussed troubleshooting and programming options. Subsequently, the patient received two inappropriate shocks due to oversensing of noise. The noise was suspected to be potential electromagnetic interference (emi) as the patient has been known to use a transcutaneous electrical nerve stimulation (tens) unit. It was noted the patient was using a heating pad at the time of the stored episodes. Ts discussed the heating pad was unlikely to cause emi and discussed the potential of the noise being positional depending on how the patient was laying. It was also noted that the smartpass feature had previously disabled due to premature ventricular contractions (pvcs) coupled with small amplitude signals and undersensing. The smartpass feature was re-enabled and monitoring will be continued. No adverse patient effects were reported. This device remains in service. It was reported that the s-ICD and electrode were later explanted and replaced as part of a therapy upgrade to a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. The product has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing four days post implant, resulting in delivery of an inappropriate shock. Review of the stored episode noted a sawtooth pattern. Technical services (ts) discussed the potential of air entrapment and discussed troubleshooting and programming options. Subsequently, the patient received two inappropriate shocks due to oversensing of noise. The noise was suspected to be potential electromagnetic interference (emi) as the patient has been known to use a transcutaneous electrical nerve stimulation (tens) unit. It was noted the patient was using a heating pad at the time of the stored episodes. Ts discussed the heating pad was unlikely to cause emi and discussed the potential of the noise being positional depending on how the patient was laying. It was also noted that the smartpass feature had previously disabled due to premature ventricular contractions (pvcs) coupled with small amplitude signals and undersensing. The smartpass feature was re-enabled and monitoring will be continued. No adverse patient effects were reported. This device remains in service.